Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially stated fcps broke during procedure, pt is ok. Item has been sent to risk management. On (B)(6) 2012, no response to inquires for information, will file follow-up if it becomes available.